Event description:
It was reported during surgery, the rasp broke along the shank. It was also reported that the procedure was delayed by 5 minutes as a result of this event. It was further reported that there were no adverse consequences and no medical intervention.

Event description:
It was reported during surgery, the rasp broke along the shank. It was also reported that the procedure was delayed by 5 minutes as a result of this event. It was further reported that there were no adverse consequences and no medical intervention.

Manufacturer narrative:
The definitive root cause of this issue is unknown, however investigation results indicate that the break most likely occurred due to aggressive end cutting.